Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during drain 4 of 6. The technical service representative (tsr) explained the alarm and advised the home patient (hp) to either end therapy and start over with new supplies or end therapy for the night since she had completed more than 50% of therapy. The hp stated she would complete the drain manually. The tsr instructed the hp to contact her peritoneal dialysis (pd) nurse regarding the alarm. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the pd nurse regarding the reported event. The nurse stated she was not made aware of the event, but stated that she just saw the hp and she was doing well on therapy. Per the nurse, there were no adverse events as a result of this event. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was use error. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.